Event description:
It was reported that the patient experienced infusion set lifting which resulted in insulin leakage onto the skin leading to elevated blood glucose level on (B)(6) 2024. The event lasted over the night.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.